Event description:
The customer reported to olympus, the visera elite xenon light source had an emergency lamp failure. The issue was found during a diagnostic procedure, which was not delayed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found error code e207 occurred due to emergency light failure, and the light guide connection was stiff due to wear of the output connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely error code e207 occurred due to an emergency light failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.